Event description:
The suspect device result was 151 mg/dl. The user went into shock. Emergency medical technicians were called and they checked the pt's blood glucose and obtained a reading of 32 mg/dl. They were given orange jucie with sugar. No controls were used. The device was replaced and requested to be returned for evaluation.